Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of bifilar wires. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported that the implant was moving and was experiencing a feeling of pressure and itchiness at the implant site. Since (B)(6)2021 the user only had weak hearing perception when moving his jaw. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the implant was moving and was experiencing a feeling of pressure and itchiness at the implant site.